Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 338 mg/dl. It was reported that the customer treated with insulin drip in the intensive care unit. It was reported that the insulin pump was not working and tried by changing the battery, but it did not worked. The insulin pump will not be returned for analysis.